Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore dry seal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6), 2011, the patient was being treated for an abdominal aortic aneurysm using an 18fr gore dry seal sheath. It was reported that the patient's right external iliac artery was ruptured while trying to insert the sheath. An angiogram confirmed an extravasation of the artery. A viabahn and icast stent device were implanted to treat the extravasation. The extravasation was still present so the physician decided to convert the patient to an open repair to treat the abdominal aortic aneurysm and extravasation. The patient lost approximately 1000ml of blood and was transfused with 1400ml of blood. The patient tolerated the procedure.